Manufacturer narrative:
A review of the manufacturing records showed all requirements were met. The treatment tip and datacard logs were returned for evaluation. Based on the evaluation of the data, the system, handpiece, and tip perform as expected. The datacard log confirmed the customer¿s account of tip too warm error occurring during treatment. This condition presents no patient risk. Based on the available information, blisters are a known possible reaction to thermage flx treatment.

Manufacturer narrative:
Product evaluation showed the tip passed leak testing, visual inspection, and thermistor testing. No functional testing was completed due to the tip being expired. Data log evaluation showed the system and hp perform as expected. The user will want to verify proper treatment technique, position and orientation (with adequate coupling fluid and equal tip to skin contact and pressure). A review of the device history records is in progress. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A physician¿s office reported that a patient experienced multiple pinpoint blisters on the face and neck, one day post-thermage treatment. The available images were reviewed. The first image showed multiple small blisters on the face and neck with inflammation. In the following picture, the blisters were healed and multiple crusted lesions are visible. The possibility of scarring is unknown. The patient did not receive treatment immediately, but was treated with heal-lite recovery cream the following day. The highest level of energy used was 2.5. After 300 reps a tip too warm error code was noted. This was the first time this tip was used.